Event description:
A 56-year-old with dilated nonischemic cardiomyopathy and end-stage heart failure status post heartmate 3 lvad (B)(6) 2018. He has had lvad (left ventricular assist device) driveline site infections (staphylococcus aureus, enterobacter cloacae complex, serratia marcescens). He is now admitted with recurrent serratia marcescens bacteremia with splenic infarcts and aki (acute kidney injury). At this point, it is assumed the lvad is infected. + blood cultures for serratia. Aki on admit, improved with ivf. Complicated by splenic abscess s/p drainage and gluteal abscess. Now s/p splenectomy (B)(6) 2026. Vad exchange (B)(6) 2026. Op report: significant amount of dense adhesions in his mediastinum, particularly around the driveline as it enters the mediastinum. There was some mild purulence underneath the strain relief in the outflow graft as well as around the pump pocket. Patient stable and moved out of intensive care on (B)(6) 2026.